Event description:
Discordant advia centaur troponin ultra results were obtained for a patient samples. The neat and diluted results did not match. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.